Event description:
It was reported that the user experienced a blood glucose of 586 mg/dl while using the ilet and had recently changed the infusion set; a bent cannula was suspected but not observed, and the user acknowledged eating without announcing meals, then elected to administer subcutaneous insulin via pen and temporarily disconnected from the system. Symptoms included hyperglycemia with associated polydipsia, dry mouth, and fatigue. Outcomes included serious injury requiring unexpected medical intervention. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, with a usage problem identified related to missed meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.